Manufacturer narrative:
(B)(4).

Event description:
The patient was revised to address suspected tibial loosening due to patient pain and surgeons past experiences with loose attune tibias. Tibia was removed by simply lifting out. No cement was adhered to bottom of tibial implant. Loosening occured at cement to implant interface. Cement manufacturer was from a competitor.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.